Manufacturer narrative:
No definitive part of the architect i1000sr processing module was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr instrument for one patient. Sid (B)(6). Initial result 0.136 ng/ml, repeated 0.006 ng/ml (critical range >0.100 ng/ml). No impact to patient management was reported.